Event description:
It was reported that during a npwt, on 26th sep night, a patient called helpline to say that one (1) renasys touch pump did not charge or retaining charge. Patient has diabetic foot post amputation, this resulted in no vac for almost 48 hours. On 28th sep, the patient called s&n following day normal hours, customer service reports it has to be clinician who calls to request replacement. On 29th sep, after still no confirmation, patient called s &n again to chase, in addition asked if no pumps available then a charger cable as he felt this was the main problem, customer care again said has to be clinician to call. The patient has recently lost his toe, the vascular team are wanting the vac therapy to be continuous for the next few weeks. The pumps faulty right for the start of treatment and pumps not being collected despite arranged leading the patient to have to take back to the hospital. The patient cannot continue the treatment and he could lose more toes or even his foot without the treatment. The treatment was cancelled because there is not other back up pump.

Manufacturer narrative:
Corrected data: b5 (narrative), h6 (health effect - impact code). H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21 cfr §803. The failure to charge the pump with the subsequent 48-hour delay in treatment did not lead to death or serious injury. It has been communicated that the treatment was successfully completed with a back up pump, and further antibiotics were administered during this delay due to the patient¿s preexisting condition (diabetic foot) without evidence of wound infection.

Event description:
It was reported that during a npwt, on 26th sep night, a patient called helpline to say that one (1) renasys touch pump did not charge or retaining charge. Patient has diabetic foot post amputation, this resulted in no vac for almost 48 hours. On 28th sep, the patient called s&n following day normal hours, customer service reports it has to be clinician who calls to request replacement. On 29th sep, after still no confirmation, patient called s &n again to chase, in addition asked if no pumps available then a charger cable as he felt this was the main problem, customer care again said has to be clinician to call. The patient has recently lost his toe, the vascular team are wanting the vac therapy to be continuous for the next few weeks. The pumps faulty right for the start of treatment and pumps not being collected despite arranged leading the patient to have to take back to the hospital. The patient cannot continue the treatment and he could lose more toes or even his foot without the treatment. High risk diabetic foot required further antibiotics since npwt had to be stopped for 2 days. The treatment was eventually completed with a back up pump after the 48-hour delay without any injuries or impact to the patient.